Manufacturer narrative:
Product complaint #: (B)(4). Date of event: only publication year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (ntlc75) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (ntlc75) used in this procedure?

Event description:
It was reported via literature entitled: does advancement in stapling technology with triple-row and enhanced staple configurations confer additional safety? A matched comparison of 340 stapled ileocolic anastomoses. Authors: chi chung foo, alston ho on chiu, jeremy yip, wai lun law. Citation: surgical endoscopy (2018) 32:3122¿3130. Doi: https://doi.org/10.1007/s00464-018-6027-1. This study aimed to compare the clinical outcomes of anastomoses with linear double-row stapling devices and stapling devices with triple-row and enhanced staple configurations. Functional end-to-end ileocolic anastomoses were performed in 563 consecutive patients at two centers between 2005 and 2015. In double-row stapler (ds) group, 389 patients (188 male and 201 female; age range: 28-97) used a linear stapling device with double-row staples which includes tlc 75 (ethicon) and in triple-row stapler (ts) group 174 patients (82 male and 92 female; age range: 28-89) used a stapling device with triple-row and enhanced staple configurations ntlc 75 (ethicon). From each group, 170 patients were selected for comparison after propensity score matching. Reported complications included in the ds group included anastomotic leakage (n-2.6%) in which 4 patients had a reoperation, anastomotic bleeding (n-0.8%), intra-abdominal collection (n-2.3%) in which 3 patients had a reoperation, hemoperitoneum (n-2) in which the patients had a reoperation, and intestinal obstruction at the level of the ileocolic anastomosis (n-1) in which the patient had a reoperation. In ts group, reported complications included intra-abdominal collection (n-1.7%) in which the patient had a reoperation and hemoperitoneum (n-1) in which the patient had reoperation. In conclusion, anastomoses with triple-row staples tended to have a lower morbidity rate, but a significant advantage over double-row staples was not demonstrated in this study.